Event description:
The customer reported to medela customer service that the pump in style breast pump has low suction. She also stated her doctor is treating her for a mastitis infection.

Manufacturer narrative:
The customer troubleshot the low suction issue over the phone with medela customer service. The kit components were separated, visually inspected, cleaned, and reassembled. The customer was unable to find any damage associated with the kit components. The customer tested the breast pump and stated suction was restored. On (B)(6) 2014, the clinical assessment stated the pump in style breast pump is working fine since the customer contacted customer service and participated in the troubleshooting procedure on (B)(6) 2014. Mr. (B)(6), the complainant's spouse, reported that his wife is still under a doctor's care for a breast infection. Customer's issue with pnsa has been resolved and she is receiving appropriate medical attention. Without report of continued symptoms, this issue is resolved with no permanent adverse effects to the customer. "Mastitis is usually a benign, self-limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).